Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 integrated main drawers were failed and not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a damaged pyxibus cable due to a faulty retractor band and a defective drawer board in the half-height auxiliary drawer 7.1. A field service engineer opened the back panel and found that the pyxibus cable was unplugged and damaged because of the retractor band. The engineer replaced the retractor band, reseated the cables, and rebooted the device, which restored drawer detection. Additionally, the engineer replaced the drawer board for the half-height auxiliary drawer 7.1, which resolved the functionality issue. The drawer was tested and confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main drawers were failed and not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.